Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that during pt use an 840 ventilator had an unresponsive graphic user interface (gui) key. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the keyboard. The unit passed extended self-testing.